Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the patient's outcome could not be conclusively established through this evaluation. It was reported via patient outcome that the patient expired. There were no device issues reported. No additional information was provided. The device was not explanted and will not be returned for evaluation. It was reported that no additional information will be provided. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the patient outcome that the patient expired on (B)(6) 2020. No additional information was provided. Privacy laws prohibited the customer from providing information regarding the case. The device was not explanted. The device will not be returned for evaluation.